Manufacturer narrative:
Further information was requested but was not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. No intervention was made. There were no patient consequences reported.